Event description:
I have been informed that this "smartcuffs" pump is not actually and FDA approved product? A clinician told me the cuffs are only FDA registered and the pump hasn't undergone any testing? Anyway, the pump was malfunctioning during use and was giving varying tightness amounts even though it should have been the same each time. I am returning the product but could you please look into this? I assumed the FDA would be regulating these things as it is used in the medical setting. FDA safety report ID # (B)(4).